Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were in a car accident and had hurt their back again and had pain. Pt was redirected to healthcare provider (hcp) to further address. Pt called back stating they charged the ins and controller to 100% and it was not working still. They tried to turn stimulation on with abc and it was still not working. During call pt said they increased one of their programs to intensity 4.2 but they were only feeling stimulation in the left leg and not the right leg. Pt tried abc and was only feeling stim in the left leg. Pt said if they turned intensity up it only goes to their waist. Pt was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they still did not feel the stimulation in their right side, only in their lower back and left side. Agent redirected to hcp and emailed physician listing.